Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing sterile. Patient stated that when removing the island dressing, it irritates his skin. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".